Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a caregiver regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was shopping in (B)(6) 2016 when their device shut off after walking through an anti-theft detector. The patient started shaking like a leaf. No further complications were reported. Refer to manufacturer report #3004209178-2017-05452 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.